Event description:
It was reported that the cdi fell from the pole it was mounted on and the sensor clips broke off during set up. No pt was involved.

Manufacturer narrative:
The product was returned to terumo for repair. The hematocrit saturation module, arterial blood pressure monitor, speaker printed circuit board assembly, and ground stud were replaced. Service also completed the monitor upgrade. The monitor was returned to contract loaner stock. This report is being submitted to the FDA as a result of a retrospective review of product complaints.